Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
Information from ae regulatory system: at 10:00 on (B)(6) 2024, the patient was admitted to the third department of the hospital due to diabetes. According to the doctor's advice, the patient received insulin acupuncture injection treatment. During the treatment, the disposable injection pen needle was found to be broken. The disposable injection pen needle was immediately replaced with a new one, and the insulin acupuncture injection treatment was carried out normally. This adverse reaction delayed the patient's treatment time. Ae report no. (B)(4). Call center did not contact the customer and did not verify the information reported in the ae regulatory system. If any update will be sent by email. Sample availability: unknown. Sample availability details: unknown.